Manufacturer narrative:
(B)(4).

Event description:
It was reported "that the left cuff of the device was inflated by the user. During use this left cuff deflated and at the same time the right cuff (which was not inflated by the user) did inflate automatically". No patient harm reported. Patient condition reported as "fine".

Event description:
It was reported "that the left cuff of the device was inflated by the user. During use this left cuff deflated and at the same time the right cuff (which was not inflated by the user) did inflate automatically". No patient harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.